Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the medium-large clip applier instrument. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A site history search revealed patient identifier (B)(6) and (B)(6) are related records (the other two medium-large clip applier instruments).

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer encountered non-intuitive movement with three medium-large clip applier instruments. The intuitive surgical, inc. (Isi) technical support engineer (tse) found no related logs. The tse encouraged the customer to reseat the sterile adapter. Upon reseating the sterile adapter, one of the pucks fell off. The customer re-draped the system arm, installed a large clip applier, and had intuitive motion. The customer continued with the procedure. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the three medium-large clip appliers were moving unpredictably in random and jumpy motions. One of the clip appliers had a damaged input disk and was removed. After replacing the drape, there were no further issues. They identified that there was damage to the drape that may have caused the motion issues. The customer was able to continue using the other two medium-large clip appliers with no issues. The procedure was completed as planned without any injury or harm to the patient.